Event description:
Doctor claims that the implant failed to integrate and patient had a titanium allergy. Doctor reports 'no injury to patient as a result of the event', however complaint also reports bone loss and allergic reaction.

Event description:
Doctor claims that the implant failed to integrate and patient had a titanium allergy. Doctor reports 'no injury to patient as a result of the event', however complaint also reports bone loss and allergic reaction.